Event description:
The customer reported obtaining erroneous accu tni (troponin I) results, in the risk stratification range, for one pt on two separate dates when using unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. Rerun of the sample(s) were in the normal clinical reference range and an amended report was sent to the physician. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer.

Manufacturer narrative:
Sample collected in a grenier lithium heparin 13x100mm plasma tube. Centrifugation was at 4,000 revolutions per minute (rpm) for 15 minutes at 4 degrees centigrade. The customer noted that tube was 75% full. There were no result flags generated with results. Quality control (qc) is run twice daily and has been recovering within range. A system check was run and passed all parameters. There were no event log errors reported. The field service engineer 9fse) was dispatched and preventive maintenance (pm) was performed on the unit. No hardware issues were identified. No clear root cause for this event has been determined. This MDR represents every 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-05138. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.